Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a male patient in 2005, (patient weight is unknown). Eight (8) injections were performed, delivering a total of 6.6cc of enteryx solution. It was reported that 0.7cc was injected submucosal, the balance was intramuscular. According to the complainant, post procedure, the patient experienced mild dysphagia and in 2005, the patient reported a 10 lb. Weight loss. In addition, an egd was performed in 2005, where esophagitis (grade c) was discovered.

Manufacturer narrative:
The device remains implanted in the patient, therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Device remains implanted in patient.